Event description:
It was reported that during first stage of general anesthesia, the anesthetist inserted the needle and observed a leak from needle hub. Clinical consequences: needle removed and anesthetist perform procedure again.

Manufacturer narrative:
Qn#(B)(4). A device history record was not available for review. The customer reported a leak coming from the needle hub tubing. The customer returned one stimuquik needle and packaging (reference files (B)(4) ). The returned sample was visually examined with and without magnification. The stimuquik needle and cable appear typical; however, microscopic examination of the tubing revealed there is a crack in the tubing near the hub of the needle (reference files (B)(4) ). Functional testing was performed on the returned tubing of the needle per amrq-00010 section 7.8.9; rev. 5 using an air leakage tester (10174395). The cannula tip was plugged and connecting the luer-lock end of the tubing to the air leak tester. A negative pressure of -25mmhg was applied to the system and allowed to stabilize for 120sec (c05180). With the negative pressure applied, the pressure gauge on the air leak tester immediately went to 0mmhg, meaning a leak was coming from a crack in the tubing where it connects to the hub of the needle, which was revealed during the visual inspection. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the tubing leaking was confirmed based on the sample received. During visual inspection, a crack was observed in the tubing at the hub connection of the needle. During the functional inspection, the needle and tubing could not hold a negative pressure being applied. It is unknown how the stimucath needle was handled prior to and during use and the pressure used to inject is unknown. Therefore, the potential cause of the tubing leaking could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during first stage of general anesthesia, the anesthetist inserted the needle and observed a leak from needle hub. Clinical consequences: needle removed and anesthetist perform procedure again.